Event description:
A customer reported to baxter corporate product surveillance a vented paclitaxel set in which the spike could easily be removed from the port on a 500ml aviva bag. According to the report, the facility started using a safety device (b.braun teva spike port adaptor) with the 500ml aviva bags. The cancer department prefers to use the safety devices to prevent any spill of chemotherapy medication. During compounding, the facility noticed that the spike from the tubing did not fit securely into the teva port adaptor and could easily be removed. The facility made the decision to spike the pacitaxel set directly into the bag. The facility observed that the spike still was fitting loosely into the port. The spike did not separate completely, however it was a major concern that it would as the patients frequently walk around while attached to the IV set-up. In order to prevent a spill of chemotherapy, the department decided to switch back to nitro tubing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.